Event description:
It is reported that customer experienced alarms while asleep. During troubleshooting, it was found that support cap was sticking out. Customer's blood glucose was 281 mg/dl. Customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).